Event description:
Test does not start. Pt applied sufficient sample of blood and meter still did not power on. The technique was also done properly. Pt retested with new vial and still no power. Pt was experiencing symptoms at the time of testing, which consisted of feeling shaky, sweaty and dizzy. Pt went to see their md and tested on his meter and obtained 110mg/dl. Md treated the pt. The type of treatment was documented as "other" and is unknown at this time. Customer service was unable to resolve the issue and sent pt a new meter.